Manufacturer narrative:
Additional information: d10. Analysis found that a complete lead was returned in one piece without the suture sleeve measuring 58.0cm. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced occasional dizziness. Upon interrogation, high capture threshold was noted on the right ventricular lead and the physician suspected lead dislodgement. Programming changes were made; then the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.